Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unk) the device displayed a "pacer fault 117" message. Complainant indicated that the clinician obtained another device to continue treating the patient and was able to successfully deliver energy to the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product for evaluation and will be providing a follow-up report when our investigation is completed.